Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband called in to report high blood glucose levels. The caller reported that the customer was really out of it. The caller needed help with giving his wife insulin because he did not know how to use the insulin pump. The customer's blood glucose level was 600 mg/dl. The caller was informed of how to treat with the insulin pump. The caller was advised to call the doctor to get further help. Nothing was replaced or returned.